Event description:
Additional information was received noting that the device has been reprogrammed. There were no patient consequences.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were suggested but no intervention was reported. Patient condition was stable.